Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer incorrectly reported the date in date of report as 02/17/2022, the correct date should be 02/28/2022. Additionally incorrect information was submitted in sections report source, initial reporter name and address and device evaluated by MFR, correct information is reflected in this report. Incorrect coding for the type of investigation was previously submitted and corrected on this report.